Event description:
Ercp stapler used during laparoscopic cholecystectomy was missing small metal end when stapler was removed from pt. Physicians were notified flat plate x-ray of abdomen taken in pacu - item identified on x-ray by radiologist.